Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a stuck ac cord. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Event description:
It was reported that when moving the device from one location to another, the cardiosave intra-aortic balloon pump (iabp) had a stuck ac cord. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to confirm the reported malfunction. The fse removed the side panel and unstuck the cable. The fse performed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.